Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading was 416 mg/dl, then decrease to 361 mg/dl. Customer had spoken to physician, who suggested that he double his insulin intake to bring down the blood glucose level. Customer was in the hospital due to deep cracks in the heels of his foot. Customer wanted to confirm that he has no infections. Customer also noticed that the drive support cap is flush. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.